Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not receive the da vinci product related to the alleged issue to perform failure analysis. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a visual inspection of the system and found no damage to the machine or the manipulators. The fse performed an extended system test drive and could not recreate any issues. The system was tested and verified as ready for use. A photo provided by the customer was reviewed. Based on the image review, it cannot be confirmed what the white substance on the shaft of the instrument was. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted hysterectomy with bilateral salpingectomy procedure, there was a snow-like powder seen on the operative field. The customer found that one of the instruments had scuff marks on the shaft. The customer believed that an instrument was colliding/rubbing on the tip of the cannula. The snow-like powder was irrigated and suctioned. The customer denied using external substance or introducing a white powder-like material to the sterile field. The fragments were retrieved during the same procedure. There was a delay of 5 minutes. The procedure was completed robotically.